Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported that the patient lost stimulation, and the programmer was unable to communicate with the patient's ipg. A replacement programmer was unsuccessful at resolving the issue. It was reported that the ipg battery appeared to be depleted. The physician explanted and replaced the ipg on (B)(6) 2011. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.